Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported dry skin and irritation on his back under the left therapy electrode (te) pad. There is no alleged device malfunction. The patient's physician prescribed a cream for the irritation. Follow-up indicated that the skin irritation was improving.